Event description:
It was reported that the patient was ¿shaking and disconnect, she is lost some connections.¿ reportedly, this had started after coming out of the hospital two weeks prior to the date of the report. The patient had been in the emergency room (ER) and then in the intensive care unit (ICU) because of the ¿conditions she had.¿ reportedly, the patient had been in the emergency room twice for a few days each since the implant as well. At one visit, the ¿quantity in the pump was lowered down to 50%.¿ the patient did not want to meet the implanting physician and requested the company to fix the patient¿s pump. The patient¿s physician had referred the patient to a different physician. However, that physician did not know ¿about that equipment.¿ the family reported that there was something wrong as something was leaking. The patient reportedly ¿almost died¿ in the hospital and something had occurred with the tube three times according to the reporter. It was unclear as to what this was. Further, the patient and/or family was told by a pain management physician that the ¿medicine was put in wrong.¿ further, ¿if it was them will put some pinch in the pump to see it go through to see if the pump is working.¿ the patient expressed concern for her care and her ¿suffering.¿ the patient was in the hospital three times and medication was put in and it was not working. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report. It was further noted that the patient want further explanation and compensation for what occurred in the operating room. The patient was in ICU for two days and was not sure if there was medication currently in the pump. She continued to shake, could not walk and did not recall the conversation with the company two days prior. The field representative had no further information as the representatives were not contacted during the said ER visits and were not notified by the physician¿s office.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).